Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric gastric bypass, on the sixth shot with this load, the stapler was not able to fire. The pouch already made without intercurrences, they mounted the fifth load mentioned above, following all the steps correctly, done the tests, but at the time of the shot, it did not take effect. They replaced the load with another of the same lot and then the handle was stapled and cut normally. They used another load of the same batch without intercurrences to complete the case. There was no patient injury.